Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 3000ml exactamix eva tpn bags had leaked through the administration port. This event occurred after the device had been compounded with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) actual samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Functional testing was performed by filling the samples with tap water and a leak was observed on the sides of the spike port tubing cap on all the samples. Unaided eye visual inspection of the spike port with functional testing observed a leak at the spike port tubing cap. The reported issue was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.